Event description:
The surgeon attempted to insert a toric silicone lens model aa4203tf, diopter 25.5 se/2.0. The lens tore in the cartridge prior to insertion and the cartridge felt too tight. The lens was not inserted and there was no patient contact or injury. Another lens was used to complete the surgery.